Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Pt ID: (B)(6). Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(6). Device was removed and replaced by another product during surgery; it was not implanted. Original date aware is being corrected to (B)(6) 2011. New information was received on (B)(6) 2013. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed the fan plate was received cut into two pieces. None of the original packaging or labeling was included. The plate was packaged in an autoclave bag (from the decontamination process). The two layers of polyethylene are delaminated both from each other and from the titanium plate between them. The delamination begins at the top (wide-end) of the fan plate, and continues perpendicularly for approximately 30% of the length of the polyethylene portion of the fan plate. The part as received is consistent with the complaint description. However, it is impossible to determine how and when this failure mode occurred. No lot number was given in this complaint; therefore a device history review is not possible. A review of manufacturing non-conformances for this product line dating back to 2007 yielded no non-conformances consistent with this failure mode. Additional product code for this report includes ftl, and ftm.

Event description:
It was reported that during an orbital floor blowout fracture with implant procedure, the surgeon placed the implant in position, and was double checking the placement of the plate with an elevator before closing, when the surgeon noticed that the ppe head had delaminated. The surgeon removed the implant, placed another identical implant, and was able to complete the procedure. There was nothing broken into the wound, no fragments to be retrieved. The procedure was extended by approximately 20 minutes to get the second implant to the o.r.